Manufacturer narrative:
As received, a complete lead was returned in four pieces. Visual examination found procedural damage adjacent to the connector boot and an external insulation abrasion exposing the outer coil consistent with friction to the device can. Unable to perform stylet insertion test due to the condition of the lead as received. The reported event of unable to insert stylet was not confirmed, while the reported events of insulation damage and noise resulting in oversensing and inappropriate automatic mode switch were confirmed. The cause of the reported events of insulation damage and noise resulting in oversensing and inappropriate automatic mode switch were isolated to procedural damage and the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed insulation damage on the ra lead. During the revision procedure, the stylet could not be inserted into the ra lead due to pressure from surrounding tissue and bone. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.